Event description:
Nursing assistants were in the process of transferring resident with the lift from his bed. They brought the lift up to the bed and, with resident in the sling, began to lift him up, out and away from his bed. As they moved to the left, away from the bed, the boom swayed to the left beyond a perpendicular line immediately above the left leg of the lift. Being that resident's weight was beyond the supports of the leg, the lift began to tip. He fell out of the lift sling, hitting his hip on the floor. Apparently, on the way down he bumped into employee, also injuring her. Pt was checked at ER, x-ray shows no fractures.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: component failure, design - inadequate. Conclusion: device failure occurred and was related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.